Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration') and embedded device ('essure devices which both are in the myometrium protruding into the wall 3 cm') in an adult female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included submucous leiomyoma of uterus, menstruation abnormal, leiomyoma of uterus, unspecified, chronic cervicitis, endocervical squamous metaplasia, abnormal uterine bleeding, pelvic adhesions, bladder laceration and endometrial ablation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), bladder injury ("laceration of bladder"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods"), cystitis ("bladder infection") and pelvic adhesions ("lysis of adhesions") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy full,salpingectomy bilateral and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, bladder injury, heavy menstrual bleeding, intermenstrual bleeding, cystitis, neoplasm and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder injury, cystitis, dysmenorrhoea, embedded device, heavy menstrual bleeding, intermenstrual bleeding, neoplasm, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, migration, perforation, tumor, laceration of bladder, lysis of adhesion. Lot number: 50685169. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure devices which both are in the myometrium protruding into the wall 3 cm. Lot number: 50685169 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration') and embedded device ('essure devices which both are in the myometrium protruding into the wall 3 cm') in an adult female patient who had essure (batch no. 50685169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included uterine fibroid, menstruation abnormal, leiomyoma of uterus, unspecified, chronic cervicitis, endocervical squamous metaplasia, abnormal uterine bleeding, pelvic adhesions, bladder laceration and endometrial ablation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), bladder injury ("laceration of bladder"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods"), cystitis ("bladder infection") and pelvic adhesions ("lysis of adhesions") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy full,salpingectomy bilateral and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on 12(B)(6) 2017. At the time of the report, the uterine perforation, embedded device, bladder injury, heavy menstrual bleeding, intermenstrual bleeding, cystitis, neoplasm and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder injury, cystitis, dysmenorrhoea, embedded device, heavy menstrual bleeding, intermenstrual bleeding, neoplasm, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, migration, perforation, tumor, laceration of bladder, lysis of adhesion. Lot number: 50685169. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure devices which both are in the myometrium protruding into the wall 3 cm. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient medical history, product lot number, event: essure devices which both are in the myometrium protruding into the wall 3 cm added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), bladder injury ("laceration of bladder"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods"), cystitis ("bladder infection") and pelvic adhesions ("lysis of adhesions") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy full,salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, bladder injury, menorrhagia, metrorrhagia, cystitis, neoplasm and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder injury, cystitis, dysmenorrhoea, menorrhagia, metrorrhagia, neoplasm, pelvic adhesions, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, migration, perforation, tumor, laceration of bladder, lysis of adhesion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event injury were updated to new events perforation uterus/migration, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), bladder infection, tumor, laceration of bladder, lysis of adhesions, plaintiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.